Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastric sleeve procedure, while placing the trocars, the bedside assistant attempted to rotate the endoscope using the buttons on the endoscope; however, the buttons did not function, as the menu did not appear on the operating room team interface (orti) screen. The nurse also checked the button settings in the orti menu, but this did not resolve the issue. The team then replaced the endoscope; however, the issue persisted. Ultimately, they decided to manually rotate the endoscope. Later, the field service engineer (fse) checked the storz settings and tested all the endoscopes but was unable to reproduce the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Evaluation of the logs for the tower noted that the logs are unable to track endoscope button use or endoscope menu issues on the operating room team interactive (orti) screen. Review of the field service notes for the tower indicated that all four endoscopes were tested, but it was not possible to reproduce the error. The system can be used. Evaluation of the tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastric sleeve procedure, while placing the trocars, the bedside assistant attempted to rotate the endoscope using the buttons on the endoscope; however, the buttons did not function, as the menu did not appear on the operating room team interface (orti) screen of the tower. The nurse also checked the button settings in the orti menu, but this did not resolve the issue. The team then replaced the endoscope; however, the issue persisted. Ultimately, they decided to manually rotate the endoscope. Later, the field service engineer (fse) checked the storz settings and tested all the endoscopes but was unable to reproduce the issue. There was no patient injury.